Event description:
It was reported that an incorrect measurement of episodes of atrial fibrillation was observed on the device. Abbott technical support was contacted. No intervention was performed; the patient was stable and there were no adverse consequences.